Event description:
On (B)(4) 2012 the reporter contacted animas to report that on (B)(6) 2012 at 2:07 am the patient obtained a blood glucose reading of 27 mg/dl. At that time, the patient experienced the symptoms of being incoherent and combative. The patient's wife treated him with a glucagon injection, and his subsequent blood glucose readings were 33 mg/dl, 52 mg/dl, 68 mg/dl 357 mg/dl and 300 mg/dl. While symptomatic, the patient fell off the bed and fractured his vertebrae. On (B)(6) 2012, the day prior to this event, the patient noted that he played golf and the insulin cartridge/pump was exposed to extreme heat, temperatures up to 107 degrees f. After playing golf, the patient noted his blood glucose level was elevated, specific result not provided. At 11:30 pm the patient corrected his elevated glucose level with an injection of 7.0 units insulin via a syringe. The patient was taken to the emergency room the next day for x-rays of his back. A review of the pump settings revealed the basal rate was set correctly. The patient's technique was incorrect by exposing the insulin in the cartridge to extreme temperatures and allowing the insulin to be compromised. However, as the patient suffered blood glucose readings and symptoms suggesting severe hypoglycemia afterwards, and received treatment with glucagon, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored.